Event description:
The customer reported the system intermittently displayed control panel and communication fail error messages. These error messages will likely result in a system lockup, no boot, or shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.